Manufacturer narrative:
Device evaluated by MFR: device returned for analysis. The tip, distal shaft, collar and hypotube were microscopically and tactile inspected. Inspection revealed a complete separation of the shaft at the collar with the polytetrafluoroethylene fully pulled out from the collar. Also, there was tip damage and an abrasion in the shaft 5cm from the distal tip noted. There were numerous hypotube and shaft kinks also noted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the target lesion was located in a severely tortuous and severely calcified mid right coronary artery and the device was removed with the guide.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a fractured shaft occurred. The target lesion was located in the mid right coronary artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the guidezilla delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported.